Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, the patient presented remotely via merlin.net. The patient's right ventricular (rv) lead was oversensing lead noise. The remote transmission also showed that the patient had a true ventricular arrhythmia. Programming recommendations were given but not performed due to patient issue. The patient was stable and asymptomatic.